Event description:
It was reported that while the ventilator was connected to a pt when two technical error codes were generated. One code indicated disabled valves and the other an internal memory error. There was no harm to the pt. (B)(4).

Manufacturer narrative:
More info surrounding the event has been sought. A supplemental medwatch will be provided when investigation is finished. (B)(4).